Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reew3394 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "rn inserted the accucath into the vein, the wire would not deploy. It was completely stuck. When she pressed the button to retract the needle, it would not retract. She was able to advance the catheter without the wire and saved the IV."